Manufacturer narrative:
The returned device analysis was unable to confirm the reported gripper line break as the gripper lines were returned with no break. One of the gripper lines was observed to be kinked. The reported poor image resolution and off label use could not be replicated in the testing environment as these were related to patient and/or procedural conditions. The reported difficult to remove (cds/sgc) was confirmed as it was not possible to remove the cds from the sgc due to the condition of the device (clip was fully open, detached from the cds and was only attached to lock line). One l-lock tab was observed to be bent and the sleeve steerable shaft was observed to be kinked. The clip introducer was noted to be deformed and the actuator coupler was broken. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system g4 u.s. Instruction for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. Furthermore, there is no indication that using the mitraclip on the tricuspid valve caused or contributed to the reported events. The reported off label use was due to the user performing the procedure on the tricuspid valve. The reported poor image resolution was due to procedural conditions. A cause for the reported gripper line break could not be determined. This was not confirmed during the returned device analysis and was likely due to user perception that the gripper lines broke instead of kinked. The reported difficult to remove (cds/sgc) was confirmed as it was not possible to remove the cds from the sgc due to the condition of the device (clip was fully open, detached from the cds and was only attached to lock line). The observed bent l-lock tab, gripper line kink, kink in the sleeve steerable shaft, deformed clip introducer and the broken actuator coupler appear to be cascading effects of the reported difficult to remove (cds/sgc) and related to user technique and/or procedural conditions that followed. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report break, difficult to remove. It was reported that this was a mitraclip procedure to treat mitral and tricuspid regurgitation (mr and tr) with a grade of 4. The clip delivery system (cds) was advanced to the tricuspid valve and there was a lot of difficulty visualizing the clip so it was decided to remove the clip. The clip was brought up to the cds but it could not be pulled back into the steerable guide catheter (sgc). Many manipulations were attempted but the clip could not be pulled back in. The grippers were still raised and the handle of the clip delivery sheath must have been pulled hard because the gripper lines came off. The actuator knob was pulled back and the mandrel became exposed and the clip became perpendicular to the sgc. The lock line was pulled so that nothing embolized and the entire cds and clip were pulled out together as a unit. No damage was noted to the soft tip. One clip was ultimately placed in the mitral valve and mr reduced to 1. There was no change in tr as no clips were implanted as the visualization was so poor. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.